Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 350mg/dl. The customer's most current level was 353mg/dl. The customer the drive support cap appears uneven. Troubleshoot was conducted. The customer was educated on infusion set and caused for the high blood glucose levels. The customer states the husband took a look at the drive support cap and deemed it to be looking normal. No further assistance was needed at this time.